Manufacturer narrative:
A ge representative evaluated the system and disabled the 15pps mode to prevent the dose rate from being exceeded. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the dose rate exceeds 20r/min. No pt injury was reported.